Event description:
Noise and fracture were reported on the atrial lead, and it was replaced. The next day, the noise was still seen on atrial events. The leads were tested separately, and their values were normal. The device was then was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Event description:
Noise and fracture were reported on the atrial lead, and it was replaced. The next day, the noise was still seen on atrial events. The leads were tested separately and their values were normal. The ipg was replaced. No patient complications have been reported as a result of this event.